Event description:
Could not ambulate [abasia]. Lack of knee pain improvement [therapeutic response decreased], worsened knee pain [arthralgia]. Case description: spontaneous report received on 04-feb-2009, from a health care provider regarding a (B)(6) female patient with a history of knee pain, (B)(6), who experienced worsening knee pain, could not ambulate and had a lack of knee pain improvement after starting synvisc. The patient received one injection of synvisc into an unspecified knee on an unspecified date. The reporter stated that she had a painful reaction that kept her from ambulating and crated more pain than she had experienced prior to the injection. The patient's knee pain prompted arthroscopy, which showed severe degenerative arthritis. The patient requested that her hcp report her experience with synvisc concerning her reactions resulting in worsening pain as opposed to improvement. At the time of his report the outcome of the patient was unknown.